Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix was found bent. The lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted there is a kink/buckle on the proximal conductor at 46.8 cm. The lead was able to be passed through a 7 french introducer with a slight resistance at the kink/buckle on the proximal conductor on the lead. The helix does not retract within specification due to being bent and this may contribute to the positioning issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty occurred. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.